Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that starting maybe a week ago, the patient experienced symptoms of shaking and balance issues and the symptoms have gotten worse. The patient thinks their stimulator is not working properly. The patient was asked to do a check with their programmer and the patient then reported they noticed today, every time they press the check it shows the check /medtronic then goes blank. The patient said they just replaced the batteries. The patient tried a check during the call and reported seeing the check then the screen went blank. The patient removed the batteries and did an inspection of the battery compartment and reported the battery compartment was corroded. They could not read the serial number because of the corrosion. The issue was not resolved. An email was sent to the repair department to replace the device.